Event description:
The customer reported an issue with the inverter. Further information was sought and received from the fse indicating that the system failed to boot to a usable state. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The inverter was evaluated and enabled. The system was tested and found to be working as intended and returned to service.